Manufacturer narrative:
The follow is being submitted to relay additional information. Updated: d4 updated 01-1500-9000. H6 updated method 4114 4119 4109 h6 updated results 213 h6 updated conclusion 19 complaint sample was not returned for evaluation. Reported event was not confirmed. DHR review was unable to be performed as the lot number of the involved device is unknown. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as there were no trends identified. Root cause was unable to be determined.

Manufacturer narrative:
Reference: (B)(4). Concomitant medical products: item: 10-1500-038, im femoral nail, 8mm x 38cm, right, lot: 182893-v. The device will not be returned to orthopediatrics for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the placement of an intermedullary nail, the drill bit was not accurately guided into the proximal screw hole. The screw was inserted anteriorly to the nail and had to be removed. As a result, the targeting guide was placed back on the nail, re-drilled and a proximal screw inserted. A delay of greater than thirty minutes was reported. No adverse events have been reported as a result of the malfunction.